Event description:
It was reported that oversensing, noise and low pacing impedance was observed on the right atrial (ra) lead for a year or more. An insulation breach was suspected. The ra lead was capped (B)(6) 2024 and replaced. The patient was stable before, during and after the procedure.